Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed occlusion testing. There was no patient involvement.

Manufacturer narrative:
D3: correction. D9: 19-nov-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing was performed and the customer reported issue was not duplicated. Further investigation found that the upstream occlusion (uso) seal was buckling and the item number on the rear label was incorrect. The uso seal was replaced along with the label.